Event description:
Patient has reported "I have severe and acute pain and fluid retention. I was already on the ultrasound, there was a rupture and heavy fluid accumulation. These are a sign of bia-alcl.", "of course, I can only test for alcl after removing the implants. I can have the implants removed as quickly as possible, even on the advice of various doctors due to my pain. Later the physician reported the device was ruptured. The rupture was diagnosed by palpitation and ultrasound. Healthcare provider also reported capsular contracture baker grade iii. The device has been explanted. Left side.

Manufacturer narrative:
Corrected data: d.6b., h.6.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d.7., g.3., h.6.

Event description:
Healthcare provider also reported capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs a device appears to be intact. Labeled left side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient has reported "I have severe and acute pain and fluid retention. I was already on the ultrasound, there was a rupture and heavy fluid accumulation. These are a sign of bia-alcl.", "of course, I can only test for alcl after removing the implants. I can have the implants removed as quickly as possible, even on the advice of various doctors due to my pain. Later the physician reported the device was ruptured. The rupture was diagnosed by palpitation and ultrasound. The device remains implanted. Left side.